Event description:
Ous MDR - it was reported that the day after the implantation the lead showed a decrease in stimulation or a loss of capture. There was no change in the position of the lead. The lead was explanted. During the extraction procedure a deformation in the first third of the lead body was observed. No adverse patient events were reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection could confirm the clinical complaint. Ligature markings could be detected about 24.5 cm distal of the is-1 connector pin. In this area, squashing of the lead body in the form of a 360 degrees radial constriction was detected. In addition, a deformation of the outer conductor helix and damage to the insulation of the inner conductor helix was found. These damages are probably due to tight binding of the ligature thread. The analysis did not show any further deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.